Event description:
Customer reported problems with the heat sensors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the heat warning was being displayed after 5 minutes of continuous fluoro. System is operating as intended.